Manufacturer narrative:
This report is being supplemented to provide a correction to the initial d2-device product code.

Event description:
It was reported, during a bronchoalveolar lavage, the sample contained what appeared to be pieces of rubber or plastic that were suspected to be a part of the forceps plug. There were no reports of patient harm. Additional details were requested but no further information has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (g2 and h3) and to provide an update to field (h3). The device was evaluated by olympus, and it was confirmed that the rubber valve of maj-210 is damaged. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reported event occurred due to inserting and removing the syringe. Additionally, when inserting or removing a syringe from this product attached to the endoscope, inserting or removing the syringe with the syringe tilted relative to the product may cause overload to be applied to the surrounding area that is off the center of the rubber valve, causing the rubber valve to become damaged. Furthermore, it is possible that the repeated insertion and removal of the syringe subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing them to fall off into the patient's body. The root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: 9.4 feeding and aspirating solution with a syringe "insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary." 9.5 inserting and withdrawing the endo-therapy accessories "insert the endo-therapy accessory into the valve as straight as possible." "Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." Olympus will continue to monitor field performance for this device.